Manufacturer narrative:
Correction :this follow-up report is being submitted to correct a previously reported h6 medical device problem code. The problem code a0201 (ikbd/rotary knob problem) reported on the initial MDR was not applicable to the event and has been removed.

Manufacturer narrative:
Section a - no patient was involved. The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
The complainant reported an automated impella controller (aic) that power button/housing loose and was pushed into the case/housing. There was no patient involvement. The aic needs to be replaced.

Manufacturer narrative:
Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the unmounted power switch was not determined. It could be due to a use-related issue.